Event description:
It was reported that during the pre-testing process, it was observed that the attachment device was making a chattering noise there were no delays to the planned surgical procedure as an identical spare identical device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had chattering in the mid-section. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to immersion/sterilization procedures not being followed properly. This is further classified as component damage from misuse, abuse and or use error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.